Manufacturer narrative:
Samples from the patients were tested as part of the initial investigation using a cobas e801 analyzer. Patient 1 (sample 1 on (B)(6) 2025): hiv duo: 8.32, 8.71 positive (+) (ahiv: 8.32, 8.7 hivag: 0.236, 0.266). Immunochromatography: anti hiv-1: negative (-), anti hiv-2: negative (-). Patient 1 (sample: (B)(6) on (B)(6) 2025): hiv duo: 8.32, 8.71 positive (+) (ahiv: 8.32, 8.7 hivag: 0.236, 0.266). Immunochromatography: anti hiv-1: negative (-), anti hiv-2: negative (-). Patient 2 (sample on (B)(6) 2025): hiv duo: 5.17, 5.46 positive (+) (ahiv: 5.16, 5.45 hivag: 0.236, 0.234). Immunochromatography: anti hiv-1: negative (-), anti hiv-2: negative (-). The investigation did not identify a product problem, as the results of elecsys hiv duo were confirmed for both patients by the investigation testing. The elecsys hiv duo assay performed within specification. False reactive results may occur in hiv testing. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results for two patients from the cobas pure e 402 analytical unit. Patient 1: for sample 1 on (B)(6) 2025: the results were 9.39 coi (reactive), 9.28 coi (reactive), and 9.40 coi (reactive). The result from pcr testing was negative. For sample 2 on (B)(6) 2025: the results were 2.11 coi (reactive) and 2.11 coi (reactive). Patient 2: (on (B)(6) 2025): the results were 5.39 coi (reactive), 5.28 coi (reactive), and 5.32 coi (reactive). The result from pcr testing on (B)(6) 2025 was negative.